Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A laboratory report confirming the contamination with mycobacterium intracellulare complex was provided. Livanova (B)(4) learned from the customer that the device was cleaned regularly per instruction for use and that the device was placed inside the operation room. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.

Manufacturer narrative:
H.10: through further follow-up communication livanova learned that the device was not cleaned regularly per the instruction for use. In addition, the hospital is user of reusable blankets which likely are a source of contamination. A combination of all the above mentioned deviations may have led to the reported event.

Event description:
See initial report.